Manufacturer narrative:
(B)(4).

Event description:
Following the patient's breast reduction surgery, her physician had stopped her pump for two weeks and then placed her on oral pain medications. The physician told the patient that he did not want her to mix oral and infusion medication. The patient stated that she had to have her pump refilled more frequently because she felt the pump was not giving her the same therapeutic effect as it was when it was first implanted. The patient stated that her pump was five years old and that she was concerned that the battery was depleting. The patient stated that she had fallen five times recently due to vertigo and had not had x-rays or diagnostic studies done since those falls had happened. Additional information has been requested, a follow-up report will be sent if additional information becomes available.